Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 corrected: h4 complaint sample was evaluated and the reported event was confirmed. One arcos 3.5mm hex drive (zb170703), one arcos 3.5mm hex drive (z18i0975), and one monoblock inserter handle (040960) was returned and evaluated. Upon visual inspection there was scuffing on the strike plate of the inserter and the threaded tip had fractured. Both tips of the hex drives had fractured and there were wear marks on the shaft of the devices. The hex drivers were submitted for fracture analysis. Fracture surface artifacts suggest the torsional overload failure mode. Xrf analysis found both hex drivers material to be consistent with 440 stainless steel alloy. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 31-3018521/ arcos 3.5mm hex drive/ lot # z18i0975; item # 110024780/ monoblock inserter handle/ lot # 040960. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00459, 0001825034 -2021 -00460.

Event description:
It was reported that upon inspection the tips of the instruments were chipped making them unusable. No patient involvement was noted. Attempts have been made and additional information on the reported event is unavailable at this time.